Event description:
The stapler failed to fire. The stapler was left in the anus and second one was opened to replace the battery. It still did not fire. The stapler was removed completely. A third stapler was opened and fired the staples. However, a small hole was noticed in the rectum and was repaired with suture. FDA safety report ID #(B)(4).